Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric insulin pump was leaking insulin at the tubing connection after a component broke off inside the connector, resulting in reduced insulin delivery. A request was made for a replacement. Support staff planned to initiate the replacement process and attempted multiple follow-up calls regarding the cartridge leaking, leaving voicemail messages when there was no answer. Subsequently, an update was received indicating that the pump was no longer leaking, was functioning as intended, and no further assistance was needed at that time; the delayed responses were attributed to late call times. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.